Event description:
It was reported to the amo sale representative that the toric intraocular lens (iol) had rotated approximately 20 degrees in patient's left eye, at the one (1) week post-operative examination. Lens goal was 93 degrees. It was noted that astigmatism was found with visual acuity down from 20/20 to 20/125. Specifically, 20/20 vision was measured at one (1) day post-op examination. A secondary procedure was performed to re-rotate/reposition the lens. No incision enlargement occurred. Patient was reported to be doing well. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was repositioned on (B)(6) 2014. The manufacturing records for the intraocular lens were reviewed. The lens was released per sterilization batch and there were no non conformances with respect to the final product release process. The optical inspection data showed that the lens was within specification in terms of optical and cylinder power during manufacturing. There were no associated nonconformity material reports with respect to the production order. Results of environmental control showed that there were no environmental monitoring related non conformances within the timeframe the production order was manufactured. The production order was not produced under deviation. There were no process and/or material changes within the production order. The information reviewed in the manufacturing records did not indicate any relationship with the iol design or manufacturing and based on the manufacturing record review and historical review no non-conformances were identified. The product met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Lens remains implanted in the eye.(B)(4) - astigmatism.secondary procedure to reposition the lens.all pertinent information available to the manufacturer has been submitted. Placeholder.